Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified errors 307 and 252 and replaced the touchpad. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The touchpad was installed and tested on a golden printed circuit assembly (pca) system. The touchpad functioned as expected. The compact flash (cf) card was programmed with no issues. However, the system failed with error 307 at node 57 and error 40074. The system started with no error after replacing the cf card for aba testing.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, there was a non-recoverable error when trying to dock the system. The technical service engineer (tse) reviewed the logs and confirmed errors 307 and 252 on the surgeon side console (ssc) touchpad. The tse had the customer power cycle the system and the ssc circuit breaker and the error cleared. The customer later called back and stated that the error returned and was more consistent. The tse had the customer hard power cycle the system, but the issue remained. The customer swapped the ssc. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.